Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided.

Event description:
Consumer claims that she uses a heating pad for her back by laying on it. She is alleging that a heating pad burned a hole in her couch.